Event description:
It was reported by the rep that when (1) tsw45 device was used during a laparoscopic nissen fundoplication procedure, the surgeon fired the device and it cut but did not staple. Another device was used to complete the case with no consequence to the pt.